Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr next day. Asymptomatic. Fully vaccinated.

Event description:
User reported false positive result. Negative pcr next day. Asymptomatic. Fully vaccinated.